Manufacturer narrative:
The pump powered up properly after battery installation. No unexpected alarms noted during testing. The pump passed the error and self tests. No unexpected pump restarts noted. No damage on the interface board noted. The pump had multiple alarms in the alarm history screen due to a corrupted history file. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received external ram error alarm and multiple unexpected restart alarms. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was assisted in performing self-test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump and they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.